Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic total extraperitoneal inguinal hernia procedure, valve seal disengaged. It was also stated that a clear rubber seal disengaged into the patient¿s cavity. The clear rubber seal was removed from the patient¿s cavity to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first photo depicts the product ID label. The second photo depicts the product label inside a bag. The third photo depicts the device inside the display tray in a bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.